Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shocking impedance for this patient's right ventricular (rv) lead. There are no plans for intervention at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated non-invasive programmed stimulation (nips) testing was performed in an effort to lower the shock lead impedances which continue to be out-of-range (oor). To date, no additional adverse patient effects have been reported.

Event description:
Additional alerts for continued high shock impedances have been found. At this time there are no plans for intervention and lead calcification is believed to be the cause of the continued out-of-range (oor) impedance measurements.

Event description:
Additional information was received which indicated this rv lead has continued to display high out of range shock impedance measurements. Boston scientific technical services (ts) recommended delivering a 41 j commanded shock to determine the true shock impedance value. The physician elected to continue to monitor the patient and system though in-clinic checks and remote monitoring. No adverse patient effects were reported.